Event description:
It is reported that a customer has difficulty reading the display screen on their insulin pump. The customer receives assistance from their wife to read the lcd screen of the insulin pump. There seems to be no malfunction from the pump. The customer declined any assistance with trouble shooting the issue. The patient's blood glucose level was unknown at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.